Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 550:332:650:0000 was confirmed and duplicated during product evaluation. This condition was caused by a disconnected speaker harness. The speaker harness was reconnected to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed no previous service events were related to the reported condition. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During baxter's review of the event history of another report, it was discovered that failure code 550:332:650:0000 occurred twice. There was a failure to audibly alarm. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.